Manufacturer narrative:
Findings: reliability analysis inspected 1 opened/used sensor and found sensor broken. Broken part missing unable to confirm customer received sensor damage due to customer returned opened/used.

Event description:
The customer reported via phone call indicating that the insulin pump alarm change sensor. Customer's blood glucose at time of incident was 422 mg/dl. The customer is going to surgery tomorrow and fasting at this time. The customer was advised to removed and change out the sensor. The customer was advised to return the sensor for analysis and we are sending replacement. The customer did not want to troubleshoot for calibration error as she already called for that yesterday.